Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that indicating that they had a high blood glucose over 400 mg/dl because their infusion set¿s cannula kinked. The customer declined troubleshooting. The insulin pump will not be returned for analysis.